Event description:
It was reported that noise resulting in oversensing, pacing inhibition and delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Provocative testing was performed but noise weas not reproduced. The device was reprogrammed and the patient will continue to be monitored. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing leading to loss of pacing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Dislodgement was suspected but was not confirmed visually. The device was reprogrammed and the patient will continue to be monitored. The patient was stable and there were no adverse consequences.